Event description:
It was reported that the surgeon inserted an aa4203tl toric silicone single piece lens. The lens was removed during the same surgery due to the lens not sitting in the bag properly. A capsular tear had occurred in the pt's eye prior to insertion of this lens and a vitrectomy was performed. The incision was enlarged to remove the lens and sutures were required. The reporter stated the facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed, and no similar complaint was found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.